Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited a high pressure alarm and it was confirmed that there were no kinks or clamping of the tubing. It was reported that the pump was turned off and the tubing was changed, but the pump continued to alarm. Per reporter both of the patient's pumps had the same issue and the patient was instructed to go to the hospital. It was reported that the medication was administered continuously via intravenous therapy. The reporter indicated that no further information was available. No adverse patient effects were reported.